Manufacturer narrative:
See attached. This is the same event as 3010536692-2015-01542. - (B)(4).

Event description:
Allegedly, patient revised due to shedding of metal debris, tissue damage, persistent pain and decreased mobility. Right